Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in common bile duct performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, 13 days following the stent placement procedure, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp). During the ercp, the physician noticed that the advanix biliary stent had perforated the duodenal wall. Additionally, the physician confirmed that the perforation occurred in the third portion of the duodenum. Based on the location of the stent placement relative to the location of the perforation, the physician reported that distal migration of the stent is possible. Surgery was performed immediately to treat the perforation. The perforation was resolved following the surgery and the patient's current condition was not reported.